Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show two gold reloads, a reload was noted with 3 staples protruding and fully fired, the second reload was noted fully fired. In addition, several unformed staples were noted over a gauze based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? The patient in hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No change in the post-operative care of the patient as a result of the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that complaint about gst60d products. An experienced surgeon (extensive experience in using echelon devices), when performing a stomach operation, was faced with the fact that 2 cassettes from this package, according to the surgeon. The first cassette - the device jammed immediately, the device was removed according to the unlocking instructions. The second cassette from this package - the device jammed after the second pressing of the stitching lever, after the device was removed, according to the surgeon there was a "hole" in the stomach, the incision was made, the seam was not formed. The operation was completed by taking cassettes from another box (earlier delivery, another lot) with the same device. The cassettes worked.